Event description:
Customer reports patient with protime inr of 2.7 subsequently hospitalized for unspecified bleeding event. A 3.9 inr result from hospital lab on venous drawn sample. Patient currently out of hospital.

Manufacturer narrative:
Manufacturer evaluation/investigation currently in process.